Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), abdominal pain lower ("cramping") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), adnexa uteri pain ("pain in her left ovary"), infection ("serious infections") and migraine ("severe migraines"). Essure (ess205) was removed in (B)(6) 2006. At the time of the report, the device dislocation, abdominal pain lower, dysmenorrhoea, menstruation irregular, menorrhagia, genital haemorrhage, abdominal distension, hormone level abnormal, adnexa uteri pain, infection and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, device dislocation, dysmenorrhoea, genital haemorrhage, hormone level abnormal, infection, menorrhagia, menstruation irregular and migraine to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), genital haemorrhage ("heavy and abnormal bleeding") and intra-abdominal haemorrhage ("bleeding in the lower, left, and right side of her abdomen") in a 38-year-old female patient who had essure (ess205) (batch no. 12236698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1998, (B)(6) 2002), caesarean section on (B)(6) 2002, total gastrectomy on (B)(6) 2013, endoscopy (due to biliary reflux, dysphagia), premature baby, pre-eclampsia, cesarean section on (B)(6) 2002, breast reduction on (B)(6) 2005, rhinoplasty on (B)(6) 2005, knee meniscectomy on (B)(6) 2006, carpal tunnel release on (B)(6) 2006, blood pressure increased, gestational diabetes, asthma, migraine headache, surgery and rhinoplasty. Previously administered products included for an unreported indication: percocet and aldomet. Concurrent conditions included obesity, anesthesia, difficulty in walking, knee swelling, numbness in hand and paraesthesia hand. Concomitant products included butorphanol tartrate (stadol) for migraine. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), adnexa uteri pain ("pain in her left ovary"), infection ("serious infections"), migraine ("severe migraines"), endometriosis ("aggravated her endometriosis"), abdominal pain ("severe pain in the right side of her abdomen") and pelvic discomfort ("discomfort"). The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed in (B)(6) 2006. At the time of the report, the device dislocation, dysmenorrhoea, abdominal distension, hormone level abnormal, adnexa uteri pain, infection, migraine, endometriosis and abdominal pain outcome was unknown and the genital haemorrhage, intra-abdominal haemorrhage, menstruation irregular, menorrhagia and pelvic discomfort had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, hormone level abnormal, infection, intra-abdominal haemorrhage, menorrhagia, menstruation irregular, migraine and pelvic discomfort to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: bilaterally occluded fallopian tubes on (B)(6) 2003 underwent hysterosalpingogram. There were 13 coils visible in the uterine cavity from the left ostia and 12 coils visible from the right ostia. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet received. New reporters added. Historical condition, concomitant disease and concomitant medication added. Essure lot number added and start date updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), genital haemorrhage ("heavy and abnormal bleeding") and intra-abdominal haemorrhage ("bleeding in the lower, left, and right side of her abdomen") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1998, (B)(6) 2002), caesarean section on (B)(6) 2002, total gastrectomy on (B)(6) 2013, endoscopy (due to biliary reflux, dysphagia), premature baby, pre-eclampsia, cesarean section on (B)(6) 2002, breast reduction on (B)(6) 2005, rhinoplasty on (B)(6) 2005, knee meniscectomy on (B)(6) 2006, carpal tunnel release on (B)(6) 2006, blood pressure increased, gestational diabetes, asthma and migraine headache. Previously administered products included for an unreported indication: percocet and aldomet. Concurrent conditions included obesity, anesthesia, difficulty in walking, knee swelling, numbness in hand and paraesthesia hand. Concomitant products included butorphanol tartrate (stadol) for migraine. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), adnexa uteri pain ("pain in her left ovary"), infection ("serious infections"), migraine ("severe migraines"), endometriosis ("aggravated her endometriosis"), abdominal pain ("severe pain in the right side of her abdomen") and pelvic discomfort ("discomfort"). The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed in (B)(6) 2006. At the time of the report, the device dislocation, dysmenorrhoea, menstruation irregular, abdominal distension, hormone level abnormal, adnexa uteri pain, infection, migraine, endometriosis and abdominal pain outcome was unknown and the genital haemorrhage, intra-abdominal haemorrhage, menorrhagia and pelvic discomfort had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, hormone level abnormal, infection, intra-abdominal haemorrhage, menorrhagia, menstruation irregular, migraine and pelvic discomfort to be related to essure (ess205). The reporter commented: current weight: (B)(6) lbs. Patient received treatment fot abdominal pain, bleeding. Pfs- there were 13 coils visible in the uterine cavity from the left ostia and 12 coils visible from the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: bilaterally occluded fallopian tubes . On (B)(6) 2003 underwent hysterosalpingogram. Most recent follow-up information incorporated above includes: on 5-feb-2018: case became medically significant. Historical drug and condition, concomittant conditions added from medical record. Reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), genital haemorrhage ("heavy and abnormal bleeding") and intra-abdominal haemorrhage ("bleeding in the lower, left, and right side of her abdomen") in a 38-year-old female patient who had essure (ess205) (batch no. 12236698-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1998, (B)(6) 2002), caesarean section on (B)(6) 2002, total gastrectomy on (B)(6) 2013, endoscopy (due to biliary reflux, dysphagia), premature baby, pre-eclampsia, cesarean section on (B)(6) 2002, breast reduction on(B)(6) 2005, rhinoplasty on (B)(6) 2005, knee meniscectomy on(B)(6) 2006, carpal tunnel release on (B)(6) 2006, blood pressure increased, gestational diabetes, asthma, migraine headache, surgery, rhinoplasty and endometriosis. Previously administered products included for an unreported indication: percocet and aldomet. Concurrent conditions included obesity, anesthesia, difficulty in walking, knee swelling, numbness in hand and paraesthesia hand. Concomitant products included butorphanol tartrate (stadol) for migraine as well as trazodone. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), adnexa uteri pain ("pain in her left ovary"), infection ("serious infections"), migraine ("severe migraines"), endometriosis ("aggravated her endometriosis"), abdominal pain ("severe pain in the right side of her abdomen") and pelvic discomfort ("discomfort"). The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed in january 2006. At the time of the report, the device dislocation, dysmenorrhoea, abdominal distension, hormone level abnormal, adnexa uteri pain, infection, migraine, endometriosis and abdominal pain outcome was unknown and the genital haemorrhage, intra-abdominal haemorrhage, menstruation irregular, menorrhagia and pelvic discomfort had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, hormone level abnormal, infection, intra-abdominal haemorrhage, menorrhagia, menstruation irregular, migraine and pelvic discomfort to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: bilaterally occluded fallopian tubes on (B)(6) 2003 underwent hysterosalpingogram. There were 13 coils visible in the uterine cavity from the left ostia and 12 coils visible from the right ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), genital haemorrhage ("heavy and abnormal bleeding") and intra-abdominal haemorrhage ("bleeding in the lower, left, and right side of her abdomen") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (B)(6) 1998, (B)(6) 2002), caesarean section on (B)(6) 2002, total gastrectomy on (B)(6) 2013, endoscopy (due to biliary reflux, dysphagia), premature baby and pre-eclampsia. Concurrent conditions included obesity. Concomitant products included butorphanol tartrate (stadol) for migraine. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), adnexa uteri pain ("pain in her left ovary"), infection ("serious infections"), migraine ("severe migraines"), endometriosis ("aggravated her endometriosis"), abdominal pain ("severe pain in the right side of her abdomen") and pelvic discomfort ("discomfort"). The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed in (B)(6) 2006. At the time of the report, the device dislocation, dysmenorrhoea, menstruation irregular, abdominal distension, hormone level abnormal, adnexa uteri pain, infection, migraine, endometriosis and abdominal pain outcome was unknown and the genital haemorrhage, intra-abdominal haemorrhage, menorrhagia and pelvic discomfort had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, hormone level abnormal, infection, intra-abdominal haemorrhage, menorrhagia, menstruation irregular, migraine and pelvic discomfort to be related to essure (ess205). The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available). Body mass index was (B)(6). On (B)(6) 2003 underwent hysterosalpingogram. Most recent follow-up information incorporated above includes: on 8-jan-2018: events- "aggravated her endometriosis, severe pain in the right side of her abdomen, discomfort, bleeding in the lower, left, and right side of her abdomen", reporter, historical condition, concomittant condition added, product and patient information updated. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.